Event description:
It was reported that low high voltage (hv)lead impedance was noted on a remote transmission. The patient had a vf episode with a low impedance from rv-svc and can withheld therapy. The shock configuration was changed to rv-can, and low hv lead impedance was noted again. The shock configuration was changed to rv-svc measuring in-range, and a shock was delivered and rescued the patient. There were no adverse health consequences to the patient.